Event description:
It was reported that the patient had vocal cord paralysis as determined by an ear nose and throat doctor. The vocal cord paralysis began shortly after implant surgery. It was stated that the patient's device was turned on, and that as of (B)(6) 2013, the patient's voice issues have improved since initially noted after the replacement. Follow up with the neurologist's office found that the vocal cord paralysis was observed in (B)(6) 2012. Hoarseness and pain in the vocal cord area were also observed around this time after implant surgery. Per the neurologist's office, the ent checked the patient and found that the left vocal cord was immobile. As of the last visit, the patient had a scope done and the left vocal cord was still immobilized. In regards to intervention, it was only known that the patient was taking speech therapy. The hoarseness and vocal cord paralysis is constant and not with stimulation. It is unknown if the pain was with stimulation. The patient has been programmed on since surgery to previous settings. The following parameters were provided - output current = 0.5ma, pulsewidth = 30 microseconds, magnet output current = 1ma. It was unknown if the patient has a medical history of vocal cord paralysis; however, it was stated that the paralysis occurred shortly after surgery. In particular, it was stated stated that the vocal cord paralysis occurred due to the patient being burnt with the leads. It was stated that the burn occurred while transferring the battery and replacing the leads. The physician's staff stated that, per the notes, a new set of leads were connected into the generator and no impedance issues were found. The area was irrigated. No other information was provided to clarify what was meant by the patient was burnt as this was all the information that was available. It was unknown if the burn referred to electrocautery or if electrocautery was used during surgery. It was said that a video swallow study was performed which was negative for aspiration. Diagnostics were all ok. No other information was provided. Attempts have been made for additional information; however, no additional information has been provided.